Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). This device was returned for service with an unspecified malfunction. During service and pre-repair assessment it was observed that the foot end tip was drilled out. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to too much lateral force being applied causing the cutter to come into contact with the neuro tip, which is component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was returned with an unspecified malfunction. During service and evaluation, it was observed that the foot end tip of craniotome device was drilled out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.